Event description:
The pump was confirmed to be flipped via imaging (date not reported). The pump was in stopped mode for over 48 hours. The catheter was revised; the proximal portion of the catheter was replaced as it was twisted occluding the medication flow. The pump was secured in the pocket with sutures. A dye study (date not reported) confirmed that the revision fixed the problem. The patient was doing well following the revision. The medication being delivered via the pump was not reported.

Manufacturer narrative:
Catheter.